Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received the attached user facility report #2400800000-2014-9001) from the intermacs registry. The report indicated that there are threads on both the black power cable of the system controller and 2 of the battery clips, and when the threads and connection come loose it causes intermittent power cable disconnect.

Manufacturer narrative:
The attached user facility report # ((B)(4)) was received from the intermacs registry. The intermacs registry reported "outcome: death on (B)(6) 2013"; however, additional info received indicates that the pt expired due to sepsis, which is unrelated to the reported event. The MFR has requested further info from the hospital, but none has been provided. The pump was not returned to the MFR for eval. A supplemental report will be submitted when the MFR's investigation is completed.